Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The set-up joint was returned for failure analysis and the reported failure was confirmed. According to usage report, the set-up joint had experienced errors 30 and 25734. This type of error showed up on error log history for system sl0582. The distal harness will be upgraded as a fix for this issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to reproduce the reported issue. To correct the problem, the set-up joint 3 (serial# (B)(4)) was replaced . Following service, the system was tested and verified as ready for use. Isi has not yet received the suj for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A procedure log review confirmed the benign hysterectomy procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted benign hysterectomy surgical procedure, the system displayed a recoverable fault 25734 on universal surgical manipulator (usm) 3. Prior to contacting intuitive surgical inc. (Isi) technical support, the operating room (or) team power cycled the patient side cart (psc), performed an emergency power off (epo), and the surgeon disabled usm 3. The or team continued the procedure with 3 arms. Isi technical support engineer (tse) reviewed the error logs and identified communication errors 30 on armnet 3 (between axes controller setup joints and usm); the error 25734 was sympathetic to this communication issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.